Manufacturer narrative:
This file was originally incorrectly filed under registration number (B)(6). The date of that submission was 02-may-2024. D9 - date returned to manufacturer: 31-may-2024. H3: four units were returned for evaluation. The units were unused. No discrepancies were detected after visual inspection. The reported failure mode was not confirmed as no problem was found with the units. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there were three (3) incidents where the infusion set has leaked during cytotoxic patient treatment whilst using the cadd solis pumps. There was patient involvement and unknown patient harm/adverse event reported.